Manufacturer narrative:
Additional information added to b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381034 and lot number 3342342. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Has there been any patient impact (serious injury, medical intervention, change of treatment required)? There have been no consequences for the patient.

Event description:
It was reported that bd insyte autog bc global the following information was provided by the initial reporter: when pricking a patient to infuse him, the tip of the needle broke. Before infusing the nurse checked the condition of the catheter which was normal and functional. The needle was thrown away. There was no skin break, the catheter could not be inserted.

Manufacturer narrative:
E.1. Character limit is exceeded: 100 boulevard du general leclerc h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.